Event description:
The catheter was reported to be leaking at the hub catheter connection. When the dressing was removed to repair the catheter, the catheter slipped entirely out of the hub. The catheter was removed.

Manufacturer narrative:
The implicated product is a 3.0 fr. Single lumen PICC in a basic tray. The product received for evaluation is a green color-coded 3.0 fr. Two-piece PICC connector. No tubing is received with the complaint sample. The connector is assembled with the strain relief in place. A lot history review reveals no related mfg issues and not other complaints for this lot. Patency is demonstrated by flushing and aspirating water through the connector using a 12cc syringe. No leaks are noted as the distal tip of the strain relief is occluded and hydraulically pressurized to sustained pressures greater than 25 psi. Gross visual and microscopic exam (5x) reveals only a small amount of adhesive residue on the assembled connector and strain relief. The proximal orifice of the connector is unobstructed and provides a clear view of the proximal end of the metal stent. Removal of the strain relief and disassembly of the connector pieces is accomplished without difficulty. No damage or markings are found on the distal stent as it extends from the proximal connector piece. Magnified views (40x) into the proximal orifice of the distal connector piece reveals a compression ring is a place and seated properly. The complaint of catheter disconnect from the PICC connector is inconclusive. The PICC connector was received intact and without defect. Howerver, the inability to examine the catheter's proximal end and thoroughly evaluate the catheter/connector junction prevents reaching a definitive conclusion. The complaint incident report indicates the "...catheter slipped entirely out of hub..." During dressing removal. Adhesive residue on the connector indicates the connector was attached directly to the tape and may have played a role in pulling the connector from the catheter during dressing removal. This form also documents the complaint source does not routinely attach suture wings when placing a PICC. The product instructions for use recommends the use of a suture wing to prevent the possible embolization of the catheter.